Event description:
It was reported that the balloon was ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 4atm when inflated for about 20 seconds. The device was able to remove from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event- 18 years or older.

Manufacturer narrative:
A2. Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. Blood was present in the balloon. No issues identified with the hypotube shaft. Shaft polymer extrusion: no kinks or damages. A detailed microscopic examination of the balloon material identified a tear above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU # 50482210-01 using the inflation aid, however, a leak was noted coming from the pinhole tear at the proximal markerband. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that the balloon was ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 4atm when inflated for about 20 seconds. The device was able to remove from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.